Event description:
A hospital in another country, reported to our distributor that an mr290 humidification chamber had overfilled. They allege that the float was not working properly. No pt consequence was reported.

Manufacturer narrative:
The actual returned device was visually inspected, and filled with water to check float operation. Results: when the complaint device was filled with water both floats of the chamber functioned correctly. There was no sign of any physical damage to the aluminum base of the chamber. Conclusions: we could not replicate the alleged fault. It is possible the floats became unstuck from transport vibration when the device was returned. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approx 0.001% worldwide for the last year.